Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: it was reported that: the manta bypass tube came out of the manta introducer, requiring additional force to keep it in the introducer, and a second operator to push the manta through the valve. Sales representative was in surgery room. Two manta devices had the same problem on two different patients with the same lot number. Additional information received on 07-dec-2021: during the tavi procedure, there were no issues with advancing or withdrawing procedure sheaths. There was no buckling or bending of the bypass tube. Severe resistance was felt when advancing the bypass tube. The physician reported maintaining pressure on the bypass tube, while another doctor pushed the manta through the hemostasis valve. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00246 manta.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 18f ce manta was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. A second operator helped by adding additional force to push the manta through the valve. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: it was reported that: the manta bypass tube came out of the manta introducer, requiring additional force to keep it in the introducer, and a second operator to push the manta through the valve. Sales representative was in surgery room. Two manta devices had the same problem on two different patients with the same lot number. Additional information received on 07-dec-2021: during the tavi procedure, there were no issues with advancing or withdrawing procedure sheaths. There was no buckling or bending of the bypass tube. Severe resistance was felt when advancing the bypass tube. The physician reported maintaining pressure on the bypass tube, while another doctor pushed the manta through the hemostasis valve. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00246 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.